Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/inflammation/infection at the insertion site is a known anticipated adverse event. Furthermore, doctor decided to remove sensor to alleviate the infection.

Event description:
Senseonics was made aware of an instance where patient developed infection at insertion site. On october 15, user was admitted to hospital due to a hypoglycemic event and they discovered an abscess underneath the sensor, the pocket where sensor was inserted was filled with pus. User didn't notice the infection himself even though the arm was swollen.